Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Ipg will not be sent back as the facility would not release.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Ipg will not be sent back as the facility would not release.

Manufacturer narrative:
Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.